Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had a battery out limit alarm on the insulin pump. Customer stated that her blood glucose was 42 mg/dl and she had eaten before she was about to check her blood glucose again. Customer then received the battery out limit alarm. Customer was advised to clear the alarm. Customer was assisted with reprogramming the time and date. Customer was advised to monitor the pump and will be sent a replacement battery cap.